Event description:
This case was reported by a lawyer and described the occurrence of myelopathy in a male pt who used super poligrip as a denture adhesive. The pt's past medical history included back injury, carpal tunnel, degenerative cervical disc disease, degenerative lumbar disc disease, and lumbar laminectomy. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced myelopathy, neuropathy, copper low, zinc high, and copper deficiency. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. On (B)(6) 2010, the pt had a neurologic consultation. The pt injured his back in 2006 and was having radicular symptoms in the left leg. The pt had two lumbar surgeries and had some chronic pain. The pt had numbness and paresthesia in all four extremities and was unable to walk. The pt was now incontinent of bowel and bladder function. His hands had become so uncoordinated that he could not effectively use a phone nor do much of anything for himself. A brain magnetic resonance imaging (MRI) in (B)(6) 2010, showed a tiny anterior communicating artery aneurysm less than one centimeter in diameter, as well as small vessel changes and possibly an area where he might have had a small intracerebral hemorrhage in the distant past. A computed tomography (CT) scan during that admission showed something similar. An MRI of the cervical spine showed abnormal t2 signal in his posterior columns bilaterally. An electromyogram (emg) was unremarkable, other than some carpal tunnel. Impression included posterior column spinal cord disease resulting in severe proprioceptive dysfunction of all four extremities causing profound disability. There was some subtle corticospinal tract involvement as well. On (B)(6) 2010, it was noted the pt had degenerative spinal cord disease, upper extremity weakness, lowe extremity neuropathy, and poor balance and endurance. On (B)(6) 2010, the pt was seen in neurologic follow up for his posterior myelopathy. On (B)(6) 2010, the pt was noted to have denture adhesive use for 15 years and was otherwise well until approximately (B)(6) 2009. The pt had a history of a spinal stimulator insertion around the time of his back injury in 2006, but due to complications, this was removed in (B)(6) 2009. The pt has been using an electric wheelchair for around (B)(6) months. Prior to getting the wheelchair, the pt was so severely disabled that he was "confined to the bedroom" for a few months. The numbness and tingling had progressed up to his knees and up to the elbows. The pt had numbness and stinging over his chest. The pt was able to transfer, since his legs remained strong. The pt continued to have falls, even with his transfers. He lost bowel and bladder function with incontinence and urgency, along with a peri-rectal feeling of numbness. The pt believed his eyesight might had gotten worse recently and needed to leave a light on 24 hours a day. The pt had an unmeasurably low serum copper concentration and elevated zinc. The pt was diagnosed with copper deficiency myelopathy and started on oral copper supplements. The pt was advised to use denture adhesives that did not contain zinc. On (B)(6) 2011, the pt had received intravenous copper infusions and oral copper therapy as recommended and had a very dramatic, though not yet complete recovery. He had at least 80 to 90 percent improvement in the use of his upper extremities. His legs remained significantly impaired, but he felt like he was making daily improvements. The pt's copper level was normal.

Manufacturer narrative:
The MFR¿s report number for this case is 9681138-2012-00072. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).